Manufacturer narrative:
Medtronic rep tested system and found a 1 cm inaccuracy 1 out of 15 times during testing of system with demo model.

Event description:
A registered nurse reported that they were having difficulty tracking instruments and the element system was red status. The surgeon decided to go forward in the case without using the system. There was no impact on pt outcome reported.